Event description:
It was reported that a malfunction alarm with code malf 16 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged to replace the pump. The customer was instructed on how to put the pump into storage mode and return it using a pre-paid label within ten days.